Event description:
Revision surgery - the pt had an infection. The surgeon suspected that this was a result of pt negligence and poor wound care.

Manufacturer narrative:
The cause of the revision surgery on (B)(6), 2012 was due to an infection. The original surgery was performed on (B)(6), 2012. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information submitted with this complaint about any patient accidents or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported device received an adequate 25-40 kgy gamma radiation sterilization dose and the device used in the original surgery had been processed through acceptable gas plasma sterilization. All parts were within their expiration date at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient. The description of the event states "infection suspected to be caused by the patient's negligence/poor wound care." There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.